Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor. It was reported that the patient was hit in their abdomen by a door handle where the stimulator is located. She is in a ton of pain. The physician described it as a shocking feeling. The rep was able to turn it off but it didn¿t help the pain.